Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 4/19/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline prosthesis. The valve area ripped off the right breast prosthesis while implanting. As a result, the breast prosthesis was removed and replaced intraoperatively with a similar mentor saline prosthesis on (B)(6) 2018

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/27/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information received on 4/27/2018: initial reporter email: (B)(6). The patient underwent unilateral removal and replacement with mentor smooth round moderate profile 350cc saline prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline prosthesis. The valve area ripped off the right breast prosthesis while implanting. As a result, the patient underwent unilateral removal and replacement with mentor smooth round moderate profile 350cc saline prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 2.9 cm near to the valve. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. Complaint was not confirmed since no anomalies were found in the valve. Manufacturer¿s reference number: (B)(4).